Manufacturer narrative:
Concomitant products: product ID: 3887-33, lot# n24075, implanted: (B)(6) 2000, product type: lead. Product ID: 3887-33, lot# n24075, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3887-33, lot# n24075, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was reported that there was a dural tap. It was noted that needle was slightly withdrawn and the placement in the epidural space was identified. It was further reported that they were unable to place the electrode at an adequate location. The needle was withdrawn and an entry point approximately 1 cm caudal was used. The epidural space was than identified without ad dural tap. It was reported that after some manipulation, the electrode was introduced into the epidural space and advanced to t9. Adequate paresthesia was obtained using contacts 1, 2, and 3. It was noted that the 0 contact did not function.